Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing high blood glucose over 500 mg/dl, the insulin pump was alarming with a button error, and the buttons were not responding. The customer attempted to deliver a bolus but the device did not deliver, due to buttons not responding. The insulin pump was out in the heat. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.